Event description:
It was reported that the atrial lead exhibited -sawtooth like- noise between p-waves, which was intermittently oversensing. The noise was resolved by decreasing the atrial sensitivity.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.